Event description:
The customer reported the cuff of the tube was deflating and there was a pressure of an air leak on the cannula (external weld of it) and there were no ill-effects to pt reported. There was no other info regarding pt's use or any required intervention performed.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.